Event description:
During a sigmoid resection the tx60b misfired. There was no consequence to the patient. 04/25/97 rep reports additional details are limited. The instrument seemed dirty when opened and believe it misfired on the firing. The case was completed with another tx60.

Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: anvil pocket k45x5n, cartridge condition damaged, cartridge positioned properly no, closure trigger position no, closure trigger position open, driver condition good, firing trigger position open, handle shroud condition good, hook/anvil condition good, proper cartridge yes, retaining pin arm condition good, retaining pin condition good, staples present yes. Functional tests & results: cartridge lockout functional yes, cartridge rear cap present yes, closue stroke functional yes, firing trigger lockout functional yes, intrument cylced yes, proper cartridge guide yes, release button condition good, staples fire properly yes, staples form properly yes, trigger release condition good. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Upon receipt of instrument, it was noted that fully loaded cartridge was not positioned correctly on instrument. Cartridge was positioned correctly ont instrument and instrument was fired with returned cartridge. It fired and formed all staples as designed with no difficulties noted. It could not be determined as to where cartridge may have been mispositioned onto instrument. Additionally, it should be noted that each instrument goes through a thorough cleaning process prior packaging. It could not be ascertained as to why instrument "appeared" dirty. Since packaging was not returned, it could not be determined if the instrument was removed from original packaging. This inquiry was orginally reported as an rpo (record purpose only). Co strives to understand each incdident as it occurs in order to continuously improve products.